Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred. Reportedly, the customer's blood glucose (bg) level was above 240 mg/dl and the bg level was addressed with a manual injection. The customer stated that the alarms were valid, a new cartridge was loaded, and insulin delivery was resumed after each event.